Event description:
MDR decision date: (B)(6). End user states: the front casters turn sideways when the chair is in motion. Customer alleges she has been thrown out of her chair twice due to wheels turning and sticking. Customer stated she was not injured. Customer did not seek medical intervention. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xt, serial number/date code unknown. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.